Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The cause of the reported issue is isolated to the reed switch, sw5.the customer received a replacement device and the customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.